Event description:
It was reported that the customer had high blood glucose levels of 7.2 mmol/l. The customer reported a lost sensor alert from the insulin pump. Troubleshooting was done. The customer reported that there was some blood at the infusion site. The customer also reported that the sensor of the insulin pump was bent. The customer was advised to change the sensor. No additional information was provided.

Manufacturer narrative:
Reliability analysis: inspected two opened/used enlite sensors and performed bicarbonate buffer test per dop 114-830. 1 of 2 sensors failed due to found broken cannula inside sensor base 1 remaining sensor passed per specification with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.